Manufacturer narrative:
The reliability analysis evaluated 1 opened and or used reservoir and performed pre-fill reservoir test. The reservoir failed per inspection and found reservoir transfer guard needle occluded.

Event description:
The customer reported via phone call of issues with their reservoirs. The customer states they cannot draw insulin into the reservoir. The customer states they tried a different reservoir and were successful in filling with insulin. The customer's blood glucose level at the time of incident was 122mg/dl. The customer will be returning faulty reservoir for analysis and receiving replacement.